Event description:
Exam table was positioned to the ob/gyn configuration. Footswitch assembly was placed at the foot of the table, with the base of the switch placed on the caster mount. When the down switch was activated, the table descended, and the end of the foot rest crushed the nurse's foot between the end of the rest and the foot switch. Individual was taken to the ER for treatment and x-ray.